Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/ confirmed the customer reported complaint. Fa found the primary failure of the failed intuitive motion be related to the customer reported complaint. The prograsp forceps instrument¿s grip to tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause is not determinable/applicable. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have a frayed pitch cable at the distal end. The root cause of the frayed - distal instrument pitch cables is attributed to a component failure. The signs of corrosion were found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The root cause of corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video was available for review. A review of the instrument logs for the prograsp forceps (part number 471093-11/lot number k11220222 0051) associated with this event has been performed. Per the review, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 10 uses remaining after the last procedural use. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted extraperitoneal with lymphadenectomy radical prostatectomy surgical procedure, the prograsp forceps instrument tip would not respond to the surgeon's finger motions correctly. The procedure was completed with no reported injury.